Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage at the fill port was observed with a large volume infusor. This occurred after filling of the solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 8, 2016 ¿ february 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.